Event description:
The wire broke off in the patient. Several attempts have been made to obtain additional information on this procedure. No other information or details are available. Patient status is unknown.